Event description:
It was reported by the sales rep that during a nephrectomy procedure, the stapler locked out after the third firing. Case was completed with a like product. There was no pt consequence.